Manufacturer narrative:
13-jan-2016 product investigation results: the reporter returned concomitant brush head oral-b trizone type eb30 on 22-dec-2015. All parts of brush head were according to specification, and there was no technical defect at refill that could lead to loosening. The suspect toothbrush handle was not returned.

Event description:
Brush heads (so loose) they are falling off [device breakage]. Brush heads are so loose [device connection issue]. No adverse event [no adverse event]. Case description: a consumer reported that while using an oral-b triumph professional care denta-pride, version unknown, the oral-b brushheads, version unknown were loose and fell off. All 3 brush heads from the same pack were loose. No symptoms developed.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the return ned product.

Event description:
Brush heads (so loose) they are falling off [device breakage]. Brush heads are so loose [device connection issue]. No adverse event [no adverse event]. Case description: a consumer reported that while using an oral-b triumph professional care denta-pride, version unknown, the oral-b brushheads, version unknown were loose and fell off. All 3 brush heads from the same pack were loose. No symptoms developed.